Manufacturer narrative:
Based on the claim against the product by the customer noting the mcs tip cover fell off during the procedure, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. System logs were reviewed, and no degraded performance was noticed with the system. Additional information provided to assist caller with prevention of tip loss through pre surgical inspection of instruments and accessories. No site visit was conducted. The probable root cause of the alleged the monopolar curved scissors (mcs) tip cover fell off during the procedure cannot be determined based on the information provided and phone support details. Additional information provided to assist caller with prevention of tip loss through pre surgical inspection of instruments and accessories. The phone support details did not reveal any issues related to the customer reported event. This complaint is reportable malfunction and adverse event due to the following conclusion: it was alleged that the mcs tip cover fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the monopolar curved scissors (mcs) tip cover fell off and the surgeon wanted advice on how to locate. An intuitive surgical, inc. (Isi) technical service engineer (tse) informed the customer that the mcs tip cover would not likely be found on x-ray. The tse provided communication that the tip cover could appear as a mass on x-ray however, the piece is radiolucent. The surgeon continued with the procedure. System logs were reviewed, and no degraded performance was noticed with the system. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The tip cover was retrieved by laparoscopic grasper. No surgical task was being performed, but the mcs instrument was being swapped out for another instrument. Before that they were dissecting. The surgeon thought the instrument was faulty, but it was not. The tip cover was in use on the whole time until they took the instrument out and realized the tip cover was not on when it was on the instrument table. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. No the instrument did not collide with any other instruments during the surgical procedure. The mcs tip cover accessory appear to be properly installed during the surgical procedure. No the orange surface was not visible after the mcs tip cover accessory was installed. The tip cover accessory was installed properly. The installation tool was used. No electrolube or any other lubricant applied to the mcs instrument prior to the mcs tip cover accessory installation. No reducer was used. No there was not difficulty in removing the instrument and mcs tip cover accessory. The customer did not believe the instrument wrist was straightened upon removal. The customer did not notice any damage on the mcs tip cover accessory, mcs instrument, or cannula after the event occurred. The surgeon was done using the mcs so did not need it further for the procedure and the case successfully completed. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.